Event description:
A malfunction alarm was reported with no notable events occurring prior. There was no adverse impact on the customer¿s blood glucose level. Technical support arranged for a replacement pump. The customer planned to use multiple daily injections as a backup therapy.